Manufacturer narrative:
D10 concomitant products: unknown endo gia sulu - unknown egia su, lot# unknown literature events: author: mostafa m. Ibrahim, mostafam. Sayed, ragai s. Hanna title: laparoscopic sleeve gastrectomy: does bougie size affect the outcome? Source: doi: 10.23736/s0394-9508.24.05770-x. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study including 426 cases of laparoscopic sleeve gastrectomy for morbid obesity or related conditions between 2021 and 2023 was completed. The device was used to free the greater curvature of the stomach. The gastric sleeve resection was completed using the stapler. Complications occurred in five patients and include leaks, fluid collection, and bleeding. Interventions include ultrasound guided drainage, reoperation, and prolonged drain placement. Interventions for bleeding were not mentioned.